Manufacturer narrative:
The technician inspected the bed and found everything working except the patient left hi/low switch and the head hi/low switch. The technician found blood had seeped through the inside of the siderail cover onto the siderail caregiver board. The technician cleaned the caregiver board to repair the bed.

Event description:
Information received indicates nothing on the bed is working except for the knee function.